Event description:
The customer states the ventilator on runs on the internal battery only. There was no patient involvement. The remote service engineer (rse) attempted troubleshooting with the customer. The customer was not currently in front of equipment. Rse emailed the customer the service manual and advised to follow troubleshooting steps. Rse also provided a list of potential parts needed for repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer did not respond to requests for additional information. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.